Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an explant procedure and the devices were not returned. No further information has been obtained despite good faith efforts.